Event description:
The customer reported that during preventive maintenance, the device encountered a 20004 (front end) error and concomitant system failure - cycle power condition. There was no pt involvement.

Manufacturer narrative:
The customer reported that during preventive maintenance, the device encountered a 20004 (front end) error and concomitant system failure - cycle power condition. There was no pt involvement. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available info.